Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery while she was watching television. The customer's blood glucose was between 300 and 400 mg/dl. She noted that she had the stomach flu. The customer reported that the alarm was resolved by a complete set change and declined to return the infusion set and reservoir for analysis. She was advised to call when the alarm occurred in order to troubleshoot.